Manufacturer narrative:
Device analysis report attached. This report is submitted on november 30, 2023.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 05, 2024.

Manufacturer narrative:
This report is submitted on august 29, 2023.

Event description:
Per the clinic, the patient experienced intermittencies with the internal device. The device was explanted on (B)(6) 2023 and the patient was re-implanted with another cochlear device during the same surgery.